Manufacturer narrative:
Fiber broke inside patient kidney and retrieved without complications. We are unaware about patient/operator injury.

Event description:
Fiber broke inside patient kidney and retrieved without complications. No adverse effects to patient/operator were reported.